Event description:
Upon return to medtronic (B)(4) , the handpiece was evaluated and repaired. The pre-repair temperature tests indicate that the handpiece overheated. This is a medtronic (B)(4) owned handpiece that was loaned to a hospital. The hospital did not allege malfunction or deficiency of the handpiece. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The additional product analysis details indicate that the nose and bearings were replaced due to corrosion. (B)(4)

Manufacturer narrative:
(B)(4) . The product analysis indicates the overheating of the handpiece was confirmed after 30 seconds of testing during initial inspection. The pre-repair temperature test results were as follows: 120 degrees f (49 degrees c) at the nose, 74.8 degrees f (23.8 degrees c) at the middle, and 74.7 degrees f (23.7 degrees f) at the rear. The nose and bearings were replaced. (B)(4).